Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high and low blood glucose. Blood glucose was 51 mg/dl and 497 mg/dl. Customer stated his blood sugar was 51 mg/dl when he tested the night before. Customer stated he drank some apple cider and checked his blood sugar 22 minutes after and his blood sugar was 497 mg/dl. Customer stated he took a bolus of 3.3 units and checked his blood sugar 38 minutes later and his blood sugar was 89 mg/dl. Based on customer report customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.